Event description:
It was reported that pump experienced malfunction alarm with code Malf 16, and no events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump under warranty.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.